Event description:
During evaluation of a returned homechoice machine, a possible overfill situation was identified which occurred on the event date, during drain cycle 8. The patient's ultrafiltration reading was 93ml indicating the home patient (hp) drained 93ml more than their programmed fill volume of 300ml. This information gives a total drain volume of 393ml (300ml + 93ml). During a follow-up call with the hp's nurse two months later, the nurse stated that the hp did not experience any symptoms of fullness or discomfort associated with the incident. In addition, the nurse indicated that the hp did not have any difficulty draining. The nurse did not have any additional information. Despite baxter's attempts, no additional information could be obtained regarding this event.

Manufacturer narrative:
Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this overfill discovered during evaluation. Based on a review of all available log data, the evaluation has determined the most probable cause of this over fill to be insufficient drain and multiple cycles advanced to fill when slow/no flow condition occurred above the minimum drain volume threshold. Therefore, it is possible that the hp drained the minimum drain required (85% of the fill volume as programmed in their homechoice) during previous drain cycles and drained the remaining 15% at a later point in therapy (drain 8). The device will be sent to the service area.